Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation, the helix was blocked by the guidetooth and the lead appeared damaged at implant.

Event description:
It was reported that during the implant of the right ventricular lead the helix would not extend. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.